Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6) . This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the centrifugal pump was unresponsive post-operatively. A sorin service representative was unable to reproduce error. All connections were reseated, the firmware was updated and functional verification was performed. The unit was returned to service. No re-occurrence has been reported since these actions. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the display of the centrifugal pump was unresponsive post-operatively. There was no patient involvement.